Event description:
It was reported that during use the foley catheter with lot#myku5605, consecutive units from the same lot experienced backflow into the drainage lumen when distilled water was added. It was believed that the inflation lumen and drainage lumen are internally connected. Apparently, a similar incident has occurred about eight times recently. Only one item was recovered today. Occurred date- unk, occurred date- (B)(6) 2026, occurred date- (B)(6) 2026, occurred date- (B)(6) 2026 and occurred date (B)(6) 2026.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.